Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Event description:
A baxter sales representative (bsr) reported to corporate product surveillance of an interlink set in which leaking was detected. Upon inspection, a small vertical slit was detected 131 centimeters from bottom of drip chamber. Patient involvement is unknown at this time. No injury or adverse event is reported. No additional information is available.